Event description:
Additional information received reported the antenna wire was replaced and the problem was resolved. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had to charge more than expected. About six months prior to the event the patient was reprogrammed because the stimulator was not addressing her knee pain, and she now needed to recharge the implantable neurostimulator (ins) more often. It was noted that at first therapy helped with the knee pain but later the patient reported it never really helped with the knee pain, but she was told this was because she had chronic pain. After reprogramming therapy addressed some other painful areas and the patient stated it was wonderful. However, around the time she was reprogrammed she tried using group a and was in a lot of pain on the left side of her spine near her rib cage, as well as muscle pain. It was noted that in the last several months prior to the report therapy stopped working because her ins charge was depleted due to not charging it. The patient said two of her fingers were going numb and both of her arms and elbows hurt, and she was having surgery on the right elbow but that was not what the device was implanted for. The patient was implanted for saphenous nerve and lower back pain which therapy didn¿t help that much with the nerve pain and didn¿t accomplish what she wanted. She had chronic pain all over, but therapy helped with her low back pain. The patient reported she had lost over 30 pounds over of a period of less than a year because she was using a fentanyl patch and not drinking any more wine. A couple of doctors examined her spine because there was a lump there and ¿it was like moving.¿ the lump was noticed at the beginning of 2014 and it turned out to be according to the patient ¿where the leads were kinked which I have seen in x-rays and because I lost body fat in my back it became visible.¿ the patient said the ¿leads were kinked,¿ but said nothing was wrong with them and the leads were supposed to be kinked. She said ¿when you move or bend or turn then it allows for additional space in the leads to move and stretch around. It is supposed to be this way.¿ the patient saw several doctors because at first she thought she was going to have to have the lump cut out. The lump was slightly painful but the patient thought it was because she was having some muscle spasms related to something else. Then she went to a plastic surgeon who told her ¿no, that is not a cyst, nothing is growing on your spine.¿ the plastic surgeon said the lump was where the lead exited the spinal column and the leads were kinked. The patient said she could see them from the x ¿rays but were supposed to be kinked but ¿you could just see it and feel it more because I lost all that weight.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.